Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient walked into the room where his wife was and stated he was not feeling well. Right after that he passed out. The wife called emergency medical services (ems). Upon arrival they checked a fingerstick bg which was 20 mg/dl, although the cgm was reading 144 mg/dl. Ems treated the patient with IV glucose. He was also given orange juice and half a peanut butter sandwich. His glucose returned to normal and he did not need to be transported to the hospital. At the time of the report he was doing well at home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.